Manufacturer narrative:
As reported, a trapease pvcf fem/jug 55cm csi did not fully deploy within the vena cava, the proximal portion did, but the distal end did not. There was no report of patient injury. There was no information available regarding the indication for the filter insertion. The patient¿s anatomy was normal. There were no damages or anomalies noted on the device or packaging prior to use. There were no issued noted during preparation of the device. There was no information available regarding the patient¿s anatomy of the vena cava. When the instrument was inside the patient, it looked like there may have been a kink in the catheter or the device itself, the physician described it as a ¿waist¿. The instrument deployed at the top correctly, but the bottom did not fully deploy. No information was available regarding thrombus present at the delivery site. No unusual force was used to advance the filter out of the storage tube and/or through the deployment sheath. There was no difficulty or resistance friction while advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction while advancing the filter to the deployment target. There is no information available regarding the obturator remaining fixed while the deployment sheath was pulled back over the obturator. It was verified under fluoroscopy that the filter or part of the filter was not in a side vessel, it was only in the vena cava. The device remained implanted in the patient¿s vena cava. No intervention was taken to correct the reported event. The physician is hoping the bottom portion will eventually deploy. The physician in another procedure used the same lot and it was fine. Due to the nature of the complaint, the device remained implanted in the patient. Review of lot 17302959 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without return of the device for analysis or procedural films for review, the reported incomplete expansion of the filter could not be confirmed and the exact cause could not be conclusively determined. Based on the information available for review, factors contributing to the difficulty experienced by the customer could not be determined. The trapease is intended for use in the inferior vena cava that is less than or equal to 30mm. The instructions for use (IFU) note that if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. The IFU instructs to advance the sheath introducer to negotiate the curve, then continue to advance the filter. Filter release is performed under continuous fluoroscopy. Prior to releasing the filter from the sheath introducer ensure that the intended filter location in the ivc is correct. Should the filter location be incorrect, reposition the sheath introducer. The constrained, unexpanded, length of the filter is 64 mm. During release from the sheath introducer, the length of the filter will shorten as the filter expands. The ends of the filter will shorten equally as they move toward the axial center of the filter. Based on the information provided and the DHR, there is no indication of a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Event description:
As reported, a trapese pvcf fem/jug 55cm csi did not fully deploy within the vena cava, the proximal portion did, but the distal end did not. There was no report of patient injury. There was no information available regarding the indication for the filter insertion. The patient¿s anatomy was normal. There were no damages or anomalies noted on the device or packaging prior to use. Prepping went okay, no problems noted. There was no information available regarding the patient¿s anatomy of the vena cava. When the instrument was inside the patient, it looked like there may have been a kink in the catheter or the device itself, the physician described it as a ¿waist¿. The instrument deployed at the top correctly, but the bottom did not fully deploy. No information was available regarding thrombus present at the delivery site. No unusual force was used to advance the filter out of the storage tube and/or through the deployment sheath. There was no difficulty or resistance friction while advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction while advancing the filter to the deployment target. There is no information available regarding the obturator remaining fixed while the deployment sheath was pulled back over the obturator. It was verified under fluoroscopy that the filter or part of the filter was not in a side vessel, it was only in the vena cava. The device remained implanted in the patient¿s vena cava. No intervention was taken to correct the reported event. The physician is hoping the bottom portion will eventually deploy. The physician in another procedure used the same lot and it was fine.jury. The device is not available for analysis.